Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: left coil extending into peritoneal cavity") and retinal degeneration ("vision/eye problems type: peripheral retinal degeneration") in a 33-year-old female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laceration of spleen extending into parenchyma, with open wound into cavity. Concurrent conditions included post-traumatic stress disorder. Concomitant products included steroid antibacterials for psoriasis, autoimmune disorder nos and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced psoriasis ("autoimmune disorder - type of disorder:psoriasis"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") with vulvovaginal pruritus and rash pruritic, arthralgia ("other injury(ies) or complication (s) please describe: arthritis type pain in hips and back / hip pain / knees pain") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced retinal degeneration (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine with aura ("aura migraines"), dizziness ("dizziness") and palpitations ("heart palpitations"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, retinal degeneration, psoriasis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, allergy to metals, migraine with aura, dizziness, palpitations and urinary tract disorder outcome was unknown and the arthralgia had resolved. The reporter considered allergy to metals, arthralgia, bladder disorder, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, migraine with aura, palpitations, psoriasis, retinal degeneration and urinary tract disorder to be related to essure. The reporter commented: at this point the both essure were placed without difficulty the one on the left had one coiled the one on the right had 3 coils protruding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2013: unilateral occlusion, failure to occlude fallopian concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: arthralgia, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- psoriasis, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), failure to occlude (close) fallopian tube(s), fatigue, migraines / headaches, migration of essure device location of device: left coil extending into peritoneal cavity, nickel allergy, and severely itchy pelvic area, vision/eye problems type: peripheral retinal degeneration, aura migraines, other injury(ies) or complication (s) please describe: arthritis type pain in hips and back, autoimmune disorder - type of disorder, dizziness, heart palpitations. Concomitant disease, lot number, historical condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: left coil extending into peritoneal cavity") and retinal degeneration ("vision/eye problems type: peripheral retinal degeneration") in a 33-year-old female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laceration of spleen extending into parenchyma, with open wound into cavity. Concurrent conditions included post-traumatic stress disorder. Concomitant products included steroid antibacterials for psoriasis, autoimmune disorder nos and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced psoriasis ("autoimmune disorder - type of disorder:psoriasis"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") with vulvovaginal pruritus and rash pruritic, arthralgia ("other injury(ies) or complication (s) please describe: arthritis type pain in hips and back / hip pain / knees pain") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced retinal degeneration (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine with aura ("aura migraines"), dizziness ("dizziness") and palpitations ("heart palpitations"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, retinal degeneration, psoriasis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, allergy to metals, migraine with aura, dizziness, palpitations and urinary tract disorder outcome was unknown and the arthralgia had resolved. The reporter considered allergy to metals, arthralgia, bladder disorder, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, migraine with aura, palpitations, psoriasis, retinal degeneration and urinary tract disorder to be related to essure. The reporter commented: at this point the both essure were placed without difficulty the one on the left had one coiled the one on the right had 3 coils protruding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unilateral occlusion, failure to occlude fallopian concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: arthralgia, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (removal of essure). Essure was removed in 2014. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.